Manufacturer narrative:
Report #1818910-2010-08887 is a duplicate report of 1818910-2011-03863. Report #1818910-2010-08887 will be rejected. Report #1818910-2011-03863 will be kept for investigation purposes.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Asr revision - right hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.